Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the bilateral cornua are tightly coiled segments of shiny gray metal') and device expulsion ('migration of essure device - location of device: left more proxial during impalnt report now more distal') in a 34-year-old female patient who had essure (batch no. 20238985) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heartburn, loop electrosurgical excision procedure and genital bleeding. Previously administered products included for an unreported indication: minocyclin, tylenol, hydrocodone, keflex, multivitamin and advil. Concurrent conditions included blood pressure high (family history: (dad, sisters)) since (B)(6) 2010, hsv infection, acid reflux (oesophageal), fatigue, low back pain, menometrorrhagia, vaginal haemorrhage, endometriosis, leiomyoma nos, adhesion, carpal tunnel release and right lower quadrant pain. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz) since (B)(6) 2010 for contraception as well as cefalexin (keflex), codeine phosphate;paracetamol (tylenol with codeine no.3), hydrocodone, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2010 to (B)(6) 2010, ibuprofen from (B)(6) 2010 to (B)(6) 2010, phosphoric acid sodium;sodium phosphate dibasic (tekfema) and vitamins nos (multivitamin). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish/ anxiety ") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 months 25 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia") and post procedural complication ("post procedural complication"). The patient was treated with aliskiren fumarate (tekturna), alprazolam, amlodipine, duloxetine, duloxetine hydrochloride (cymbalta), spironolactone and surgery (hysterectomy (full) (uterus and cervix removed) and total vaginal hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the embedded device, vaginal haemorrhage, depression, anxiety and post procedural complication outcome was unknown and the device expulsion, pelvic pain, menorrhagia, dysmenorrhoea and metrorrhagia had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, embedded device, menorrhagia, metrorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: the marker for the outer coil of the left device is slightly more distal than normally expected which is of uncertain significance. She received treatment for events pain, bleeding and migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: the essure device was successfully occluded. The fallopian tubes were blocked.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming: dysmenorrhea. Device embedded . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Added events post procedural complication, metrorrhagia. Outcome of events dysmenorrhoea, metrorrhagia, pelvic pain, menorrhagia, migration was updated as recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the bilateral cornua are tightly coiled segments of shiny gray metal') and device expulsion ('migration of essure device - location of device: left more proxial during impalnt report now more distal') in a 34-year-old female patient who had essure (batch no. 20238985) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heartburn, loop electrosurgical excision procedure and genital bleeding. Previously administered products included for an unreported indication: minocyclin, tylenol, hydrocodone, keflex, multivitamin and advil. Concurrent conditions included blood pressure high (family history: (dad, sisters)) since january 2010, hsv infection, acid reflux (oesophageal), fatigue, low back pain, menometrorrhagia, vaginal haemorrhage, endometriosis, leiomyoma nos, adhesion, carpal tunnel release and right lower quadrant pain. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz) since january 2010 for contraception as well as cefalexin (keflex), codeine phosphate;paracetamol (tylenol with codeine no.3), hydrocodone, hydrocodone bitartrate;paracetamol (vicodin) from june 2010 to october 2010, ibuprofen from june 2010 to october 2010, phosphoric acid sodium;sodium phosphate dibasic (tekfema) and vitamins nos (multivitamin). On (B)(6) 2010, the patient had essure inserted. In may 2010, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 months 25 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with aliskiren fumarate (tekturna), alprazolam, amlodipine, duloxetine, duloxetine hydrochloride (cymbalta), spironolactone and surgery (hysterectomy (full) (uterus and cervix removed) and total vaginal hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the embedded device, device expulsion, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the marker for the outer coil of the left device is slightly more distal than normally expected which is of uncertain significance. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. The fallopian tubes were blocked.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming: dysmenorrhea. Device embedded . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the bilateral cornua are tightly coiled segments of shiny gray metal') and device expulsion ('migration of essure device - location of device: left more proximal during implant report now more distal') in a (B)(6) female patient who had essure (batch no. 20238985) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heartburn, loop electrosurgical excision procedure and genital bleeding. Previously administered products included for an unreported indication: minocyclin, tylenol, hydrocodone, keflex, multivitamin and advil. Concurrent conditions included blood pressure high (family history: (dad, sisters)) since (B)(6) 2010, hsv infection, acid reflux (oesophageal), fatigue, low back pain, menometrorrhagia, vaginal haemorrhage, endometriosis, leiomyoma nos, adhesion, carpal tunnel release and right lower quadrant pain. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz) since (B)(6) 2010 for contraception as well as cefalexin (keflex), codeine phosphate;paracetamol (tylenol with codeine no.3), hydrocodone, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2010 to (B)(6) 2010, ibuprofen from (B)(6) 2010 to (B)(6) 2010, phosphoric acid sodium;sodium phosphate dibasic (tekfema) and vitamins nos (multivitamin). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 months 25 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with aliskiren fumarate (tekturna), alprazolam, amlodipine, duloxetine, duloxetine hydrochloride (cymbalta), spironolactone and surgery (hysterectomy (full) (uterus and cervix removed) and total vaginal hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the embedded device, device expulsion, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the marker for the outer coil of the left device is slightly more distal than normally expected which is of uncertain significance. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. The fallopian tubes were blocked. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming: dysmenorrhea. Device embedded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: plaintiff fact sheet and medical record received: lot number and new events abnormal bleeding(vaginal, menorrhagia), psychological or psychiatric condition: depression and mental anguish, dysmenorrhea (cramping), migration of essure location of device: left more proximal during implant report, now more distal, embedded device events were added. Outcome of previously reported event pelvic pain female was reported as recovering resolving . New dob was added. New reporters were added. Indication was updated, new concomitant & historical drugs and concurrent & historical conditions were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.